Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that their is cracks on reservoir compartment. The customer stated that the device has been dropped a few times. The customer doesn't know exactly what the caused the crack in the pump.the customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was programed with a test minilink sensor and glucose sensor simulator. The insulin pump alarmed low suspends properly and stopped the basal delivery. The insulin pump had a cracked reservoir tube lip noted. The insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked case at display window corners and cracked lcd window.